Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate (hm) 3 left ventricular assist system (lvas) and the reported aortic insufficiency (ai) could not be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the specific ai case including device serial number and patient information; however, no further information was provided by the account. The device history records could not be reviewed as the heartmate 3 lvas device serial number as well as other specific case/patient information are not available. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had aortic insufficiency (ai) with no prior history of aortic valve disease post heartmate 3 implant.

Manufacturer narrative:
A1-a4: patient information was requested but not yet provided. B3: the event date was estimated. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.